Event description:
The hospital reported vasoview hemopro 2 issue.

Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that a vasoview hemopro 2 used for an endoscopic vein harvesting procedure had an issue.

Manufacturer narrative:
Trackwise # (B)(4) updated section: b4, b5, g4, g7, h2, h3, h6, h10 a lot history record review was completed for lots 25161767, 25161885, and 25162776 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned